Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was a patient involved in this event. Pad unit did not record an event due to the units memory being full.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on 10th june 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015. The device then performed to specification, alongside random manual power ons, up to and including the last log entry on the (B)(6) 2016. The reported complaint relates to an sca event that occurred on the (B)(6) 2016 which was reported as not being successfully recorded on the device. The functionality of the device was not in question, only the ability to review the sca event data. It is worth noting that a memory full warning would not have affected the devices ability to deliver therapy. The user accessible memory log had been erased prior to return .the device memory could have been corrupted if the customer had previously interacted with the device via the usb interface and prematurely removed the usb cable during this process. This may have resulted in a "warning memory full" prompt being issued. The ability or performance of the device would not have been affected due to a memory full warning or corrupt memory as the device would still have been capable of delivering therapy.